Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient was to undergo an additional permanent lead implant to add extra coverage for new pain target area on (B)(6)2018. During the procedure, high impedances were found on the patient¿s existing lead at vertebral level l3. The physician opted to explant the lead. Postoperatively, effective therapy was achieved.